Manufacturer narrative:
Coopersurgical inc is currently investigating the reported complaint condition. The device involved in the complaint has not been returned by the customer for evaluation. Once this investigation is completed, a follow-up report will be filed. (B)(4).

Event description:
Per FDA medwatch report: "on monday, (B)(6) 2015, tgh operating room director became aware that a patient who had undergone surgery at tgh on (B)(6) 2014 had retained a foreign body related to equipment used in the procedure. The procedure performed was robotic-assisted left-salpingo-oophorectomy, lysis of adhesions, and cystoscopy. The physician had advised that a piece (robust koh cup) of device #1 had been retained during the procedure. The patient returned to the tgh operating room around 1700 on (B)(6) 2015 for the removal of the retained foreign object. It was the end of a cooper medical disposable rumi manipulator. When evaluating another cooper medical disposable rumi manipulator, the retained foreign object piece is connected in a manner that does not allow it to be disconnected. The removed retained foreign object device has been placed into evidence." (B)(4).